Event description:
Chemotherapy infusing and noted leaking from distal y-site connection on 2r8403 tubing. Tubing not saved because it contained chemo hazardous medications and discarded per protocol. A drop of chemo got on patient's hand. Patient was instructed to wash hands thoroughly.